Manufacturer narrative:
Blocks a1 (patient identifier), a2 (date of birth), a3a (sex), a3b (gender), a4 (weight and unit of measure - weight), and b5 (describe event or problem) were updated based on the additional information received on august 21, 2025. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the use of additional devices to retrieve the broken pieces.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was unable to deploy properly as the stent introducer began to shear. The stent system and all pieces were removed, and the procedure was successfully completed using another device of the same model. There were no patient complications reported as a result of this event. ***additional information received on august 21, 2025*** it was reported that the advanix biliary stent was to be implanted in the common bile duct to treat a potential leak. During procedure, the guide catheter broke and was removed using a snare.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the common bile duct to treat a potential leak during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was unable to deploy properly as the stent introducer began to shear. The stent system and all pieces were removed with the use of a snare, and the procedure was successfully completed using another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the use of the additional device used (snare) to retrieve the broken fragments. Block h11: the advanix stent and guide catheter were returned for analysis; the remaining parts of the delivery system were not. A microscopic examination observed that the stent suture hole was torn. No other damages were noted on the advanix stent or guide catheter. Product analysis confirmed the reported event of stent failure to deploy and catheter guide break. The investigation concluded that the reported event and additional observed damage were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf impact code f2301 captures the use of additional devices to retrieve the broken pieces.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the device was unable to deploy properly as the stent introducer began to shear. The stent system and all pieces were removed, and the procedure was successfully completed using another device of the same model. There were no patient complications reported as a result of this event.